Manufacturer narrative:
Tissue not returned for analysis. Investigation/review of internal records; donor, serological results, medical release, manufacturing, quality assurance/quality control reviews, and processing cultures. Results no deviations noted during internal record review. Sterility (14-day), and destructive cultures negative for aerobic, and anaerobic growth. Donor serology tests negative. Graft passed all release criteria prior to distribution. Conclusion: biocleanse , the processing method utilized for implanted graft, is a validated process for sterilizing allograft tissue. The onset of infection weeks after initial procedure is most likely associated with concurrent implantation of hardware. Infection from a source other than allograft implant tissue is likely.

Event description:
Patient has infected knee and, surgeon states graft has disintegrated. Surgery performed in 2005 utilizing an allograft tendon manufactured by rti.